Event description:
Affiliate reported that the sensor was used on a patient and was not picked up by the icp machine. Sensor was not giving a reading.

Manufacturer narrative:
Codman has requested ther device for evaluation. Upon completion of the investigation a follow up report will be filed.